Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted:(B)(6) 2015, product type: lead. Product ID: 4351-35, serial# (B)(4) implanted:(B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2015 due to excessive vomiting, his diabetes was ¿out of control ," and he reported pain that was localized to his abdomen at the implantable neurostimulator (ins) site. These symptoms were considered a sudden change that occurred on (B)(6) 2015. The healthcare provider (hcp) stated the patient had no signs of an infection. At the time of the report he was in the intensive care unit (ICU) and was still not eating. He would be having a CT scan on the day of the report and all other test results have come up negative so far. They wanted to have the ins checked to make sure it was still working so they can determine another cause for the patient to be sick. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
It was later reported that patient was experiencing nausea and vomiting. It was noted that patient had 30 plus visit to the emergency room (reviewed their chart notes) which was the contributing factor to have implantable neurostimulator implanted as an action or intervention. It was noted that the cause of the vomiting was determined to be gastroparesis. It was indicated that the issue has been resolved. Information reported reasonably suggest patient's issue leading up to original implant.